Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that before use of the bd vacutainer® buffered sodium citrate 0.4 ml /0.129m blood collection tubes there was an issue with foreign matter. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: fm got mixed.